Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, the surgeon clamped on gastric tissue, pressed the green button, the ring handle jumped forward but the handle could not be squeezed. At no stage of the assembly or placing of the load on tissue was the green button accidently engaged. Upon inspection, the tips of the staple legs could be observed protruding from the cartridge at the proximal end of the load. A new device was used to complete the case. There was no patient injury.